Event description:
Patient reported that while priming a new insulin cartridge, the device's piston rod "over-extended" causing insulin to leak into the device's insulin cartridge chamber. Patient stated that the device then generated an unclearable cartridge/adapter alert. Patient indicated that their blood glucose was elevated, which they attributed to an infection, rather than the device functionality. Patient switched to their back-up device.